Event description:
Catheter placed in leg using a tunnel technique, after some therapy line was found to be leaking. The PICC was then removed. No issues were reported with the pt.

Manufacturer narrative:
Vygon has been thoroughly investigating all complaints related to leakage of nutriline catheters. This includes, but is not limited to investigation of the raw material and raw material development, the manufacturing process of the catheter, and sterilization. There has been no change to any material or process. Vygon has conducted a series of tests against the nutriline product including known skin preparation agents and cleaning solutions. As indicated in the table below, there is a recognized reduction in tensile strength when agents containing alcohol come into contact with the nutriline material. It is undetermined at this time if the product is non- conforming or if the cause is the result of clinical use. As noted in the IFU, the use of organic solvents can cause the system to leak, and should not be used with the catheter.

Manufacturer narrative:
There was an additional occurrence of this cause of condition in this product lot. Please reference the following MDR for additional info: MDR#2245270-2015-00048. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.